Manufacturer narrative:
Suspect device is the strips: catalog#3116247.

Event description:
Pt reportedly tested 1.7 inr on the coaguchek and 2.5 inr on an additional professional coagulation device. No action was taken based on device results as these results obtained during a study. The coaguchek s system: and strip lot 443a-d4, exp 4/30/08. These results were obtained at a medical facility.